Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal morphine 10 mg/ml via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. With all patient activated (pa) boluses given, the patient would get a total of 2.522 mg/day. Without any pa boluses given, the patient would get a total daily dose of 2.348 mg/day. It was reported that a motor stall was seen at initial interrogation. It was confirmed with the pump logs that motor stall occurred at 6:56 am on (B)(6) 2017. The patient did not recently have an MRI. The patient did not have any symptoms at this point. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. There were no known factors that may have led or contributed to the issue. The patient did not have magnetic resonance imaging (MRI). There were no known diagnostics prior to troubleshooting. Surgical intervention occurred (B)(6) 2017 and the pump was replaced. The explanted device will be returned. The issue was resolved and patient status was alive: no injury. The concomitant medications were unknown and was unable to obtain as they were not available. The patient¿s weight and medical history was asked but was unknown.